Manufacturer narrative:
The device was not returned for evaluation. Pictures provided by the reporter were reviewed and no determinations were able to be made about the scratches. A device history record (DHR) review did not find any nonconformities or anomalies related to this event. The lenses are 100% inspected for cosmetic defects. The lot history, trend analysis, risk analysis and directions for use were reviewed and considered acceptable. No similar event have been reported for this product lot. The exact root cause of the event could not be conclusively determined; however, the inserter directions for use that accompanies this product noted that the viscoelastic used is not validated for use with the inserter. Therefore, the most probable root cause is user error. No corrective action is necessary at this time.

Event description:
It was reported that during a phacoemulsification procedure of the left eye, two (2) surface scratches at 90 degrees to each other were located on the optic of the intraocular lens (iol) when it was delivered into the patient¿s eye. The iol was split and replaced intraoperatively with another model iol. The incision was enlarged from 2.4mm to 2.6mm to remove the iol. Sutures were not required. There was no decrease in patient¿s vision and no other patient injury was reported. The patient's outcome is good. In the physician¿s opinion the most likely cause of the iol damage is damaged while shuttle docking or production error. Additional information is requested.

Manufacturer narrative:
The device was returned and visual inspection found the lens was in two pieces. The optic had been cut or torn in half. One haptic was attached to each piece of the optic. A small chunk of the optic had been torn off and was not received. One haptic was torn at the loop/optic junction. The optic was heavily damaged with tears, gouges, scratches and what looks like cut marks. The cause of the damage cannot be determined. Images provided by the reporter were reviewed and no determinations were able to be made about the scratches. A device history record (DHR) review did not find any nonconformities or anomalies related to this event. The lenses are 100% inspected for cosmetic defects. The lot history, trend analysis, risk analysis and directions for use were reviewed and considered acceptable. Based on the available information, the exact root cause of the event could not be conclusively determined. However, it is noteworthy to mention that the viscoelastic used is not validated for use with this system.

Manufacturer narrative:
The device was not returned for evaluation. Images provided by the reporter were reviewed, and no determinations were able to be made about the scratches. A device history record (DHR) review did not find any nonconformities or anomalies related to this event. The lenses are 100% inspected for cosmetic defects. The lot history, trend analysis, risk analysis, and directions for use were reviewed and considered acceptable. The exact root cause of the event could not be conclusively determined. However, it is note worthy to mention that the viscoelastic used is not validated for use with this system. Based on the available information, the root cause of this event could not be conclusively determined.